Manufacturer narrative:
It was reported that the patient was implanted a biolox delta cer head 40 12/14 on (B)(6) 2010 on the right side. During it's 5 years follow up assessment, the patient reported that he experienced occasional squeaking of his hip prosthesis. This was reported by the patient to have a mild impact. DHR review results: ref: (B)(4). Lot: 2522862 yield: 75 . Delivered: 75. Scraped: 0 . Scraped reason: n/a . No concession found. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. (B)(4), lot: 2524061. Yield: 50. Delivered: 50. Scraped: 0 . Scraped reason: n/a. No concession found . The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend was identified the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Possible causes for the reported event according to dfmea: noise causes patient dissatisfaction, due to implant squeaks or clicks - (stripe wear) comparison to investigation results whether it is possible and justification: possible -> clicking may result from stripe wear, while high patient activity also contributes to this factor however, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. X-rays or other source documents were not provided for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta cer head 40 (B)(6) 2014 on (B)(6) 2010 on the right side. During it's 5 years follow up assessment, the patient reported that he experiences occasional squeaking of his hip prosthesis. This was reported by the patient to have a mild impact.